Event description:
It was reported that the customer had a stroke and experienced high blood glucose levels. The blood glucose reading was 600 mg/dl, which was treated with a manual injection. The customer stated that she had blood glucose readings over 600 mg/dl for several days and was close to going to the hospital. She complained of poor vision as a symptom of high blood glucose. The customer also stated that the insulin pump alarmed no delivery, and no matter how many times she rewound the device or changed the battery, the alarm could not be cleared. She observed a blank display even though it had a fresh battery in it. She also reported that the insulin pump alarmed an error, indicating an unexpected restart. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.